Manufacturer narrative:
This device is used for treatment not diagnosis. The batteries ((B)(4)) were returned to the manufacturer. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for these batteries. Investigation of this event revealed that the most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is a known issue that was investigated by the manufacturer and correction is currently being implemented under field safety corrective action (fsca). Z-1607-2014: on april 30, 2014, heartware issued a field safety notice (fsca apr2014) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary urgent medical device correction; communication was issued to the sites and patients within the united states on may 11, 2015. A urgent field safety notice was sent to sites and patients not within the united states on may 14, 2015. Battery - (B)(4), catalog number: 1650au, expiration: 30 sep 2015. This is one of three reports (3007042319-2015-03310, 3007042319-2015-03311, 3007042319-2015-03312 ) submitted for devices related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The following batteries were reported; however, it is unknown which batteries were involved in the reported event: (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is three of three reports (3007042319-2015-03310, 3007042319-2015-03311, 3007042319-2015-03312 ) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that potential battery switching was seen on the log files during a clinic visit. The patient was unaware of switching with the controller and stated that everything appeared to be working normally. The patient also stated that he would often change batteries before the alarm indicator. The site has advised him to wait until his batteries go down to 25% prior to changing. The controller and batteries were replaced and there was no reported effect on the patient. Investigation is ongoing.